Event description:
It was reported that the patients left lead had migrated which was confirmed via x-ray. The patient underwent a revision procedure wherein the lead was moved up successfully. The patient was doing well post-operatively and the device remains implanted.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7077266.